Manufacturer narrative:
A patient initially enrolled in the (B)(4) study had recurrent chest pain and several revascularizations performed post implantation of 4 cypher stents and multiple non-cordis stents. Past medical history included CABG and previous pci (svg pda, plb- 1 taxus; svg rca- 1 taxus; svg rca- 1 promus; plb- 3 promus), hyperlipidemia, hypertension, lvef >50 % (normal), diabetes mellitus, l/r knee surgeries and r/shoulder surgery. The patient was admitted for stable angina iii. The angiogram performed showed 80% in-stent restenosis of a taxus drug-eluting stent (des) previously implanted in the saphenous vein graft to the distal right coronary artery (rca) and 70% in-stent restenosis of a non-cordis des previously implanted in the distal right posterior descending artery (pda). This product is indicated in lesions in native coronaries. The lesion in the svg was described as 20mm in length in a 3.0 mm reference vessel diameter and was anatomically complex. After pre-dilation a 3.5 x 23 cypher rx stent was then implanted at the target lesion at 14atm. A second 3.5 x 13 cypher rx stent was then overlapped distally from the first stent at 18atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. The lesion in the distal right-pda was described as 20mm in length and had 70% stenosis. The reference vessel was 2.75mm in diameter. After pre-dilation a 3 x 18 cypher rx stent was then implanted at the target lesion at 18atm. A second 3 x 18 cypher rx stent was then overlapped distally from the first stent at 16atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. All four stents were post-dilated as part of standard procedure. The patient was discharged the next day from the hospital without any other adverse events. During a 30 day and 6 month follow up, the patient reported stable angina iii and was compliant with the prescribed antiplatelet therapy. Approximately one month later, the patient experienced recurrent chest pain and pci intervention to the native mid and distal lad was conducted with the implantation of two taxus stents. The event resolved without sequelae. The following month, the patient experienced recurrent angina and pci intervention to the proximal circumflex, ramus and proximal and distal-lad was conducted with the implantation of 2 promus and 2 taxus stents. The event resolved without sequelae. Approximately nine months after the index procedure, the patient experienced unstable angina. A coronary angiogram showed a new lesion in the svg to the distal rca treated with a xience stent and in-stent restenosis of a non-cordis stent in the proximal lad treated with ptca. It was unknown if the new lesion in the svg to the distal rca was within 5mm of the two cypher stents implanted during the index procedure. Approximately 13 months after the index procedure, the patient experienced recurrent and escalating angina. The patient had restenosis of the xience stent implanted four months earlier in the svg to the distal rca and restenosis in the pda. This was treated with a drug-eluting stent and balloon angioplasty respectively. The event resolved without sequelae. It was unknown if the restenosis was within 5 mm of the two cypher stents. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes and aggressive progression of cad), vessel/lesion factors (svg, long lesions) and procedural factors that may have contributed to this patient's restenotic events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required. This is one of four products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2011-00074, 3003742446-2011-00075, 3003742446-2011-00076 and 3003742446-2011-00077. Two products with the same catalog and lot numbers are represented.

Manufacturer narrative:
Updated complaint conclusion: the complaint received states that approximately 16 months post index procedure, the patient experienced in-stent restenosis. This is (B)(6) male with medical history including CABG in 1996, six pci's, two target lesion revascularizations (pci (B)(6) 2008 and CABG 1996), dyslipidemia, hypertension, diabetes, and smoking. The patient presented with an 80% stenosis of the svg to distal rca, a 70% stenosis in the mid right pda and angina. In (B)(6) 2009, the index procedure was conducted. In the right mid pda (first target lesion), pre-dilation was done and two cypher stents were placed in an over lapping fashion. The core lab reported a 17% residual stenosis, no dissection and timi 3 flow. In the svg to distal rca (second target lesion), pre-dilation was done and two cypher stents were implanted in an over lapping fashion. The core lab identified the target lesion as svg to right pda and reported a 16% residual stenosis, no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. In (B)(6) 2010, the patient presented with recurrent angina. There were no acute EKG changes and the troponin levels were normal. Angiography revealed an 80% stenosis in the proximal svg to rca and stenosis in a non-target vessel lima to lad. The core lab reported 13% target lesion restenosis in the distal svg to the right pda with no thrombus and timi 3 flow. The core lab reported a 15% in-lesion restenosis in the mid right pda with no thrombus and timi 3 flow, noting a remote target vessel revascularization in the proximal svg to the right pda as well as a non-target vessel revascularization in the lad. The patient underwent revascularization with angioplasty and stent placement of a focal 80% stenosis in the proximal svg to rca as well as angioplasty and stent placement in the lad beyond the lima anastamosis site. The patient was discharged the following day. In (B)(6) 2011, the patient presented with recurrent angina. The EKG showed nsr with pvc's and had no acute changes from baseline. Angiography revealed an 80-90% in-stent restenosis in the svg to proximal rca. The core lab reported a 16% target lesion restenosis in the native r-pda with no thrombus and timi 3 flow. The core lab reported a 15% target lesion restenosis in the svg to pda and to a pda branch with no thrombus and timi 3 flow. Angioplasty and stent placement was done on the isr in the svg to rca; poba was done to the ostium of the small pda. The patient was discharged the following day. In (B)(6) 2011, the patient presented with recurrent angina. Angiography revealed a discrete in-stent restenosis in the svg to the rca, with some proximal edge disease in the proximal third of the shaft of the svg to rca. This was treated with des and bms placement inside of the study stent and angioplasty. A distal posterolateral branch had a 70-80% in-stent stenosis. This was treated with poba. The core lab reported a 21% in-lesion restenosis in the svg to the r-pda with timi 3 flow, no thrombus and the following comment: "patent study stent. Remote tvr reformed to prox vein graft to pda. Also, non-tvr to pda." For the target lesion in the r-pda, the core lab reported a 46% in-lesion and 13% in-stent focal margin stenosis with timi 3 flow, no thrombus and the following comment: "type 1b pattern isr within study stent. Tlr performed. Also non-tvr to vein graft to pda." The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, dyslipidemia, diabetes and smoking. This is one of four products involved with the reported event. The associated manufacturer report numbers are 3003742446-2011-00074, 3003742446-2011-00075, 3003742446-2011-00076 and 3003742446-2011-00077.

Manufacturer narrative:
On (B)(6) 2010, the patient experienced recurrent angina. The patient was treated with pci non-cordis des in the proximal circumflex, ramus and distal-lad. The event resolved without sequelae. On (B)(6) 2010, the patient experienced unstable angina with stenosis of the saphenous vein graft and in-stent restenosis of lad. The patient was treated with pci non-cordis des in the distal-rca and the prox-lad and the event resolved without sequelae. It was unknown if the stenosis was within 5mm of the previously implanted cypher stent. On (B)(6) 2011, the patient experienced recurrent and escalating angina with known coronary artery disease. The patient was treated with pci non-cordis des in the distal-rca and balloon angioplasty in the right-pda. The event resolved without sequelae. It was unknown if the stenosis was within 5mm of the previously implanted cypher stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of four products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2011-00074, 3003742446-2011-00075, 3003742446-2011-00076 and 3003742446-2011-00077. Two products with the same catalog and lot numbers are represented.

Manufacturer narrative:
Additional information was received on 1/30/2012 indicating that there was additional distal rca restenosis on (B)(6) 2011. The patient experienced chest pain and was referred for a cath. Ptca was performed in the distal rca and it was evaluated as probably related to cordis stent by the investigator. Updated complaint conclusion: the complaint received states that approximately 16 months and 20 months post index procedure, the patient experienced in-stent restenosis. This is a (B)(6) male with medical history including CABG in 1996, six pci's, two target lesion revascularizations (pci (B)(6) 2008 and CABG 1996), dyslipidemia, hypertension, diabetes, and smoking. The patient presented with an 80% stenosis of the svg to distal rca, a 70% stenosis in the mid right pda and angina. In (B)(6) 2009, the index procedure was conducted. In the right mid pda (first target lesion), pre-dilation was done and two cypher stents were placed in an overlapping fashion. The core lab reported a 17% residual stenosis, no dissection and timi 3 flow. In the svg to distal rca (second target lesion), pre-dilation was done and two cypher stents were implanted in an overlapping fashion. The core lab identified the target lesion as svg to right pda and reported a 16% residual stenosis, no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. In (B)(6) 2010, the patient presented with recurrent angina. There were no acute EKG changes and the troponin levels were normal. Angiography revealed an 80% stenosis in the proximal svg to rca and stenosis in a non-target vessel lima to lad. The core lab reported 13% target lesion restenosis in the distal svg to the right pda with no thrombus and timi 3 flow. The core lab reported a 15% in-lesion restenosis in the mid right pda with no thrombus and timi 3 flow, noting a remote target vessel revascularization in the proximal svg to the right pda as well as a non-target vessel revascularization in the lad. The patient underwent revascularization with angioplasty and stent placement of a focal 80% stenosis in the proximal svg to rca as well as angioplasty and stent placement in the lad beyond the lima anastamosis site. The patient was discharged the following day. In (B)(6) 2011, the patient presented with recurrent angina. The EKG showed nsr with pvc's and had no acute changes from baseline. Angiography revealed an 80-90% in-stent restenosis in the svg to proximal rca. The core lab reported a 16% target lesion restenosis in the native r-pda with no thrombus and timi 3 flow. The core lab reported a 15% target lesion restenosis in the svg to pda and to a pda branch with no thrombus and timi 3 flow. Angioplasty and stent placement was done on the isr in the svg to rca; poba was done to the ostium of the small pda. The patient was discharged the following day. In (B)(6) 2011, the patient presented with recurrent angina. Angiography revealed a discrete in-stent restenosis in the svg to the rca, with some proximal edge disease in the proximal third of the shaft of the svg to rca. This was treated with des and bms placement inside of the study stent and angioplasty. A distal posterolateral branch had a 70-80% in-stent stenosis. This was treated with poba. The core lab reported a 21% in-lesion restenosis in the svg to the r-pda with timi 3 flow, no thrombus and the following comment. "Patent study stent. Remote tvr reformed to prox vein graft to pda. Also, non-tvr to pda." For the target lesion in the r-pda, the core lab reported a 46% in-lesion and 13% in-stent focal margin stenosis with timi 3 flow, no thrombus and the following comment. "Type 1b pattern isr within study stent. Tlr performed. Also non-tvr to vein graft to pda." The study stents remain implanted thus unavailable for analysis. Modified information was received via the crf on 1/30/2012 and 2/6/2012. The patient experienced chest pain and was referred for a cath on (B)(6) 2011. Ptca was performed in the distal rca and it was evaluated as probably related to cordis stent by the investigator. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, dyslipidemia, diabetes and smoking. This is one of four products involved with the reported event. The associated manufacturer report numbers are 3003742446-2011-00074, 3003742446-2011-00075, 3003742446-2011-00076 and 3003742446-2011-00077.

Manufacturer narrative:
Additional information received from the cypress study database notes that the patient suffered an adverse event of restenosis. The information states that back in 2009 there were two cypher stents placed in the distal svg to the rca (index procedure) and again for proximal and mid de novo disease in (B)(6) 2011. There was restenosis of the cypher stents and revascularization with taxus stents performed. The taxus stents had restenosed as well and were revascularized on (B)(6) 2011. This was reported by the investigator as not related to the cypher stent. Updated complaint conclusion: the complaint received states that approximately 16 months and 20 months post index procedure the patient experienced in-stent restenosis. This is (B)(6) male with medical history including CABG in 1996, six pci's, two target lesion revascularizations (pci (B)(6) 2008 and CABG 1996), dyslipidemia, hypertension, diabetes, and smoking. The patient presented with an 80% stenosis of the svg to distal rca, a 70% stenosis in the mid right pda and angina. In (B)(6) 2009, the index procedure was conducted. In the right mid pda (first target lesion), pre-dilation was done and two cypher stents were placed in an over lapping fashion. The core lab reported a 17% residual stenosis, no dissection and timi 3 flow. In the svg to distal rca (second target lesion), pre-dilation was done and two cypher stents were implanted in an over lapping fashion. The core lab identified the target lesion as svg to right pda and reported a 16% residual stenosis, no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. In (B)(6) 2010, the patient presented with recurrent angina. There were no acute EKG changes and the troponin levels were normal. Angiography revealed an 80% stenosis in the proximal svg to rca and stenosis in a non-target vessel lima to lad. The core lab reported 13% target lesion restenosis in the distal svg to the right pda with no thrombus and timi 3 flow. The core lab reported a 15% in-lesion restenosis in the mid right pda with no thrombus and timi 3 flow, noting a remote target vessel revascularization in the proximal svg to the right pda as well as a non-target vessel revascularization in the lad. The patient underwent revascularization with angioplasty and stent placement of a focal 80% stenosis in the proximal svg to rca as well as angioplasty and stent placement in the lad beyond the lima anastamosis site. The patient was discharged the following day. In (B)(6) 2011, the patient presented with recurrent angina. The EKG showed nsr with pvc's and had no acute changes from baseline. Angiography revealed an 80-90% instent restenosis in the svg to proximal rca. The core lab reported a 16% target lesion restenosis in the native r-pda with no thrombus and timi 3 flow. The core lab reported a 15% target lesion restenosis in the svg to pda and to a pda branch with no thrombus and timi 3 flow. Angioplasty and stent placement was done on the isr in the svg to rca; poba was done to the ostium of the small pda. The patient was discharged the following day. In (B)(6) 2011, the patient presented with recurrent angina. Angiography revealed a discrete in-stent restenosis in the svg to the rca, with some proximal edge disease in the proximal third of the shaft of the svg to rca. This was treated with des and bms placement inside of the study stent and angioplasty. A distal posterolateral branch had a 70-80% instent stenosis. This was treated with poba. The core lab reported a 21% in-lesion restenosis in the svg to the r-pda with timi 3 flow, no thrombus and the following comment. "Patent study stent. Remote tvr reformed to prox vein graft to pda. Also, non-tvr to pda." For the target lesion in the r-pda, the core lab reported a 46% in-lesion and 13% in-stent focal margin stenosis with timi 3 flow, no thrombus and the following comment. "Type 1b pattern isr within study stent. Tlr performed. Also non-tvr to vein graft to pda." The study stents remain implanted thus unavailable for analysis. Modified information was received via the crf on (B)(6) 2012. The patient experienced chest pain and was referred for a cath on (B)(6) 2011. Ptca was performed in the distal rca and it was evaluated as probably related to cordis stent by the investigator. On (B)(6) 2011, the patient underwent ptca to the proximal rca with implantation of a des. This was reported by the investigator as not related to the cypher stent. Addendum received (B)(6) 2011: the patient had restenosis of the svg to the rca and the pda on (B)(6) 2011. The lesions were not within 5mm of the cypher stents and treated with ptca. The patient was admitted for stable angina iii. The angiogram performed showed 80% in-stent restenosis of a taxus drug-eluting stent (des) previously implanted in the saphenous vein graft to the distal right coronary artery (rca) and 70% in-stent restenosis of a non-cordis des previously implanted in the distal right posterior descending artery (pda). This product is indicated in lesions in native coronaries. The lesion in the svg was described as 20mm in length in a 3.0 mm reference vessel diameter and was anatomically complex. After pre-dilation a 3.5 x 23 cypher rx stent was then implanted at the target lesion at 14atm. A second 3.5 x 13 cypher rx stent was then overlapped distally from the first stent at 18atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. The lesion in the distal right-pda was described as 20mm in length and had 70% stenosis. The reference vessel was 2.75mm in diameter. After pre-dilation a 3 x 18 cypher rx stent was then implanted at the target lesion at 18atm. A second 3 x 18 cypher rx stent was then overlapped distally from the first stent at 16atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. All four stents were post-dilated as part of standard procedure. The patient was discharged the next day from the hospital without any other adverse events. During a 30 day and 6 month follow up the patient reported stable angina iii and was compliant with the prescribed antiplatelet therapy. Approximately one month later, the patient experienced recurrent chest pain and pci intervention to the native mid and distal lad was conducted with the implantation of two taxus stents. The event resolved without sequelae. The following month, the patient experienced recurrent angina and pci intervention to the proximal circumflex, ramus and proximal and distal-lad was conducted with the implantation of 2 promus and 2 taxus stents. The event resolved without sequelae. Approximately nine months after the index procedure, the patient experienced unstable angina. A coronary angiogram showed a new lesion in the svg to the distal rca treated with a xience stent and in-stent restenosis of a non-cordis stent in the proximal lad treated with ptca. It was unknown if the new lesion in the svg to the distal rca was within 5mm of the two cypher stents implanted during the index procedure. Approximately 13 months after the index procedure, the patient experienced recurrent and escalating angina. The patient had restenosis of the xience stent implanted four months earlier in the svg to the distal rca and restenosis in the pda. This was treated with a drug-eluting stent and balloon angioplasty respectively. The event resolved without sequelae. It was unknown if the restenosis was within 5 mm of the two cypher stents. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, dyslipidemia, diabetes and smoking. This is one of four products involved with the reported event. The associated manufacturer report numbers are 3003742446-2011-00074, 3003742446-2011-00075, 3003742446-2011-00076 and 3003742446-2011-00077.

Event description:
Additional information was received via the cec adjudication minutes on 1/24/2012. It was previously reported by the study site that there was stenosis of the svg to the rca and pda on (B)(6) 2011, but they stated that the stenosis was not within 5mm of a cypher stent. The cec minutes indicate that on (B)(6) 2011, angiography noted a discrete in-stent restenosis in the svg to the rca with some proximal edge disease in the proximal third of the shaft of the svg to the rca that was treated with a stent. The svg to r-pda was patent with remote target vessel revascularization performed to the proximal vein graft to pda. The angiographic core lab reported 46% in-lesion and 13% in stent stenosis within study stent.

Event description:
A patient initially enrolled in the (B)(4) study had stenosis of non-target vessels treated at one month, two and at nine months post index procedure. The patient also had restenosis at nine months and thirteen months post index procedure. The patient was admitted for stable angina iii. The angiogram performed showed in-stent restenosis non-cordis drug-eluting stents (des) in the distal right coronary artery (rca) and the right posterior descending artery (pda) implanted in 2005. The lesion in the rca was described as 20mm in length and had 80% stenosis. The reference vessel was 3.0mm in diameter and was anatomically complex. After pre-dilation a 3.5 x 23 cypher rx stent was then implanted at the target lesion at 14atm. A second 3.5 x 13 cypher rx stent was then overlapped distally from the first stent at 18atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. The lesion in the right-pda was described as 20mm in length and had 70% stenosis. The reference vessel was 2.75mm in diameter. After pre-dilation a 3 x 18 cypher rx stent was then implanted at the target lesion at 18atm. A second 3 x 18 cypher rx stent was then overlapped distally from the first stent at 16atm to fully cover the lesion. Post procedure stenosis was 10%. Pre and post procedure timi flow was 3. All four stents were post-dilated as part of standard procedure. The patient was discharged the next day from the hospital without any other adverse events. During a 30day and 6 month follow up, the patient reported stable angina iii and was complaint with antiplatelet therapy. On (B)(6) 2010 the patient experienced recurrent chest pain and coronary artery disease, pci intervention to the native mid-lad and dist-lad. The patient was treated with pci non-cordis des in both vessels and the event resolved without sequelae.